Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs rechargeable ipg has tipped and has began to press against the spine at the battery site. Surgical intervention is currently pending.

Manufacturer narrative:
A patient experiencing pain at battery site was reported to abbott. The patient has not been scheduled for an ipg revision/replacement surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.